Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. Product met final inspection and testing requirements prior to shipment. The report is being filed 1-day late due to an isolated oversight. Weight: requested.

Event description:
Clinic reported a patient who experienced pustule due to an infection in left axilla ~1.6 months post miradry treatment. The affected area was drained by a different clinic. By 1.7 months post-treatment, the clinic confirmed the symptoms resolved.